Manufacturer narrative:
Patient reported bleeding. He used gauze and neosporin and applied a band aid for the bleeding. The area was bruised and there is something that looks like a hole where this happened patient showed the doctor the site when he went in for an appointment and they advised him to put neosporin on it. He tried two sensors in a row and could not get it to deploy. Date of medical intervention: (B)(6) 2013. Patient is currently fine. There is no additional information at this time.

Event description:
Patient contacted dexcom to report bleeding at site of insertion.